Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 1 ml of juvéderm® voluma¿ xc. Approximately six months later, the patient was injected in the nasolabial folds and marionette lines with 1 ml of juvéderm® vollure¿ xc. Six months later, the patient was injected again in the cheeks with 2 ml of juvéderm® voluma¿ xc. Nine months later, the patient experienced ¿inflammatory nodules¿ at the injection sites, with ¿multiple¿ noted, ¿2 weeks after flu vaccine and 3 weeks after covid-19 booster.¿ the next day, the patient was treated with a medrol dosepak, doxycycline x 10 days, and cipro x 7 days. Five days later, the patient was given kenalog/5fu/ dexamethasone and again 3 days later. The patient was given hylenex 10 days later and again 5 days later, totaling "10." The event is ongoing with it noted that ¿small nodules still remain but not worth.¿ this is the same event and the same patient reported under MDR ID # 3005113652-2022-00007 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2022-00006 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection of the suspect product, juvéderm® voluma¿ xc.

Event description:
Additionally, the healthcare professional reported that the event resolved 97 days post-onset.